Event description:
The physician placed a penumbra coil 400 into the rhv. The physician tried to advance the coil pusher and said that it was broken proximal to the sheath. The coil was never advanced into the rhv. The coil sheath was removed from the rhv.

Manufacturer narrative:
There is a break in the external hypo-tube of the pusher assembly approximately 11 cm from the proximal end. The break is complete and only the pull wire attaches the rest of the pusher assembly to the proximal end. The distal detachment tip (ddt) is missing from the distal end of the pusher assembly and appears to have been broken from the end of the polymer section of the pusher. The coil appears well formed and has the proximal constraint in place. The break at the proximal end of the pusher assembly described in the complaint is confirmed. We are unable to determine the root cause of the breakage based on the information provided in the complaint, though rough handling when unpacking or preparing the device may cause damage similar to what was observed. For example, if the pusher assembly is removed at an angle to the packaging hoop, the hypo-tube may kink and when the operator attempts to straighten the kink, the metal may fatigue and break. The broken ddt was not mentioned in the complaint and was not returned. The cause of the ddt separation from the polymer section of the pusher assembly could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.